Event description:
Following a catheter dye study, a representative reported that they changed the catheter volume and went to update the pump with the bolus to prime the catheter. Halfway through the telemetry in progress, a pump memory error occurred. The 8840 indicated a ¿pump memory error, telemetry cancelled.¿ this was noted to have occurred three times. The logs indicated the pump was stopped. The patient¿s simple continuous rate was re-programmed and the pump was updated out of stopped pump mode. A priming bolus was planned using a volume of 0.196 ml. The representative also noted that eri occurred, and it had scheduled to replace the pump by (B)(6) 2013. The medications used within the system were dilaudid, clonidine, baclofen, and bupivacaine. It was later reported that the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).